Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 60 mg/dl but the blood glucose was 112 mg/dl. And, because of the low sensor glucose values, the insulin pump had been going into threshold suspend mode 5 nights a week, overnight as well as working hours, and the customer had been getting very little sleep. The customer stated that day one of the sensor insertion was when the worst readings occurred. The customer was using the proper techniques and sites for the sensor insertion. They were not having issues with the insertion sites. At the time of the phone call the customer's blood glucose was 112 mg/dl and sensor glucose was 58 mg/dl. The day prior to the phone call the sensor glucose was below 50 mg/dl and the blood glucose was 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.